Event description:
Gastric by pass procedure. Slcr55b reload was loaded onto plc reusable stapler for three firings. First two went perfectly. On the third firing, everything appeared and sounded normal. Pc successfully indicated "firing complete" message. However, no staples were observed and a hole had been cut in the stomach by the knife blade. Some bleeding occurred. Surgeon used sutures to control the bleeding and correct the problem. Case was completed without further incident using manual sutures.